Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited increased battery consumption. Device data was sent to engineering for review. Data analysis confirmed the device exhibited premature battery depletion and recommended device replacement. This device remains in service. No adverse patient effects were reported.